Manufacturer narrative:
Additional lot number 12348. MFR's device analysis results: trend analysis showed that there were no increased trend of reported medical complaints for restylane lidocaine lot number 11921 and lot 12348. Batch record reviews for restylane lidocaine lot number 11912 and lot number 12348 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Remedial action/ corrective action/ preventative action: the events are already addressed in the labeling (fever is a sign of infection). No action is considered needed at time being. Additional comments: a causal relationship between the events infection, swelling, redness, tenderness and fever and restylane lidocaine is possible. However, it cannot be excluded that the injection procedure per se may have contributed to the events. All the reported events are included in the labeling (fever is a symptom of infection). As the case stands today it is not quite clear that the hospitalization was to prevent a permanent impairment of a body function or damage to a body structure. However the case was considered reportable to competent authority due to the hospitalization in addition to the intervention with incision and drainage. One can interpret that the later intervention was intended to prevent exacerbation of infection/ abscess formation and subsequently minimize risk of scar formation, additionally the procedure could reduce patient's fever. Outcome of the events are requested. An initial report was submitted to (B)(4) on (B)(4) 2013 trend analysis showed that there were no increased trend of reported medical complaints for restylane lidocaine lot number 11921 and lot 12348. Batch record reviews for restylane lidocaine lot number 11912 and lot number 12348 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance_comment: (B)(4) 2013. The events implant site swelling, implant site erythema, implant site pain, pyrexia and implant site infection assessed as serious and possibly related.

Event description:
(B)(4) is a spontaneous case report sent by a physician which refers to a female aged (B)(6) years. The patient has following medical history: smoker [tobacco user], etoh abuse [alcohol abuse] and hypertension [hypertension]. The patient has no history of allergies. Concomitant medication: coveram (amlodipine and perindopril) 5/5 mg once daily. No information regarding previous filler treatments was provided. On (B)(6) 2013 the patient was treated with 2 ml restylane lidocaine (lot no 11921 and 12348) to glabella, nasolabial folds, lip lines and smokers lines using fanning and crosshatching techniques. On (B)(6)2013, 13 days after the restylane lidocaine treatment, the patient experienced severe swelling [implant site swelling], severe redness [implant site erythema] and severe tenderness [implant site pain] of glabella and nasolabial folds. On (B)(6) 2013 commenced treatment with augmentin duo forte (amoxicillin and clavulanic acid) tablets twice daily, withdrawn on (B)(6) 2013 (no effect). On (B)(6) 2013, the patient was reviewed, she was improving. On (B)(6) 2013, the patient's condition was worsening with fever [pyrexia]. She was diagnosed with an infection [implant site infection]. She was referred to hospital and was admitted for five days. She received treatment with i.v. Cephazolin between (B)(6) 2013 and (B)(6) 2013. Incision and drainage on (B)(6) 2013. Swabs were done of the infected areas. These grew nothing significant. Her white cell count and crp were normal. She was discharged on augmentin duo forte. The patient failed to attend a scheduled review at treating physician's on (B)(6) 2013. The reporting physician suspects that this is unfortunate complication may have something to do with the fact that the patient is a heavy smoker of 36 years and abuses alcohol. The physician noted that because her symptoms started about seven days following the injection may also point to a delayed reaction to the product. The outcome for infection [implant site infection], redness [implant site erythema], tenderness [implant site pain], swelling [implant site swelling] and fever [pyrexia] is unknown. No photo is available. The reporter's causality for the case is possible. The company's causality for the case is possible.